Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose levels were 400 mg/dl, 460 mg/dl, 447 mg/dl, 118 mg/dl. Customer was treated with insulin pump. The customer declined troubleshooting for high blood glucose level. The customer was reported that the insulin pump was on auto mode at the time of incident. Customer reported that they received change sensor and calibration not accepted. The insulin pump will not be returned for analysis.